Event description:
Procedure performed: colectomy. Event description: it was observed that the tip of the sheath was damaged even though the device was removed by putting it only once in the soft tissue. There was no health change. The surgery was replaced with a new device. Product is available for return. Additional information received via email on 15jun2022 from applied medical operations supervisor: the device "was inserted without rotation during surgery." Type of intervention: the surgery was replaced with a new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula. Engineering observed that a portion of the distal end of the cannula tip was melted. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the cannula coming into contact with a heat producing instrument during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.